Event description:
The report we received from our affiliate indicated that the physician was having trouble delivering the cypher stent and when he took it out and looked at it, he noticed that one of the struts at the proximal end of the stent was bent at 90 degrees. The physician thinks that, "the strut might have hit calcium in the artery when he was trying to deliver the stent." The target lesion is the proximal left anterior descending (lad) artery. The lesion had heavy calcification and the vessel was not tortuous. During the procedure, the balloon was not inflated at any time. Pre-dilation and post-dilation were not conducted. The patient's pre, intra anterior post-procedure medications includes heparin, plavix and aspirin.

Manufacturer narrative:
A report was received that a cypher select sds was associated with proximal stent strut uplift. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in proximal lad that was described as heavily calcified and non-tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the introduction of 2.25 x 33mm cypher select stent. Attempts to track the sds to the lesion were unsuccessful and the product was removed without injury to the patient. The balloon was not inflated at any time. It is known if the sds was removed by pulling it back into the guider or if it and the guider were removed as a single unit. Upon retrieval, the physician noted proximal stent strut uplift. The procedure was completed with another product. The product was returned for evaluation, however, it was inadvertently discarded. Review of manufacturing route sheets was completed and results indicated that the lot of products met all requirements per the applicable manufacturing quality plan. The stent retention/crossing profile first piece inspection (fpi), last piece inspection (lpi), and monitoring data were reviewed and all results passed. According to the procedural physician, the strut may have become uplifted when it hit calcium in the artery. There are vessel and possible procedural factors that may have contributed to this event.